Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during prostate dissection in a robotic-assisted laparoscopic radical prostatectomy, the arm cart assembly (aca) generated an instrument error, preventing the surgeon from controlling the instrument. Troubleshooting steps were performed, including replacing the instrument, verifying that braking and unbraking of the aca functioned as expected, and replacing the sterile interface module (sim); however, the issue persisted. After the aca was disconnected and reconnected, it failed calibration and movement was blocked after it calibrated successfully. There was a delay of more than 30 minutes. The procedure was completed using three acas instead of four.